Event description:
It was reported that the procedure was to treat a re-stenosed lesion located in the circumflex artery that was non calcified and mildly tortuous. The 014 ht versaturn f 190 hc guide wire was advanced and positioned without issue. During removal, slight resistance was noted and the coils unraveled, but did not separate or detach. There was no reported adverse patient effect and no clinically significant delay in the procedure. A non-abbott wire was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported stretched coils were able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. Additionally, a core separation (not in 2 pieces) was noted during device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the restenosed, mildly tortuous anatomy and/or other devices resulted in the reported difficult to remove. Manipulation of the device resulted in the reported/noted device damages (stretched tip coils, separated core). There is no indication of a product quality issue with respect to manufacture, design or labeling.